Manufacturer narrative:
The event has been investigated by the distributor fse, but it has not been possible to establish the cause which triggered the flame. The power supply is certified for the electrical safety and the flame auto-extinguished, as expected. The damaged power supply has been replaced. There are no previous similar occurrences reported from the field for this component, so the event has been evaluated as a single occurrence. The automation system is now performing according to specifications. No further actions are needed.

Event description:
The distributor fse onsite smelled smoke near the storage retrieve module and right after the track went down with a power supply error. Investigating the issue, the fse found the 24v power supply damaged with evidence of fire. No visible smoke nor flames were seen: the fire was already auto extinguished when the fse found the damaged power supply. No one in the laboratory was near to the power supply when the event occurred and no one got injured. No other components were damaged.